Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description, service report. Ventilator's log files were saved after software update, hence the issue from the reported event date could not be confirmed. During further investigation of the reported issue it was found that the expiratory channel printed circuit board was defective and the issue was resolved by replacing it. No parts were returned for further investigation. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).